Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 403 mg/dl and 243 mg/dl. The customer was treated with shot. The customer reported that blood glucose was gone up due to the pump not functioning because it was out of battery while the customer was asleep. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.